Manufacturer narrative:
This issue was previously reported under manufacturer report number 1415939-2017-00042 under a different suspect device. Service recommended the customer inspect the sample, r1, and r2 syringes for leaking, perform probe calibrations, and perform wz probe bleaching procedure. The customer performed the instructed troubleshooting and considered the likely cause of the result issue to be the sample, r1, and r2 probe which were considered contaminated/dirty. A review of (B)(4) service history identified no contributing factors on or around the date of the complaint, and there have been no subsequent contacts from the customer regarding erratic/discrepant results since the customer replaced the sample, r1 and r2 probes. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. No product deficiency or systemic issue was identified.

Event description:
The customer stated that a corrected report was required for architect ca 19-9xr testing for one patient being monitored to aid in cancer management. An initial result of 2911 u/ml was corrected to 2058 u/ml. No adverse impact to patient management was reported.